Event description:
It was reported that inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD). It was determined that the device delivered inappropriate shocks due to an accelerated rhythm resulting in blanking of signals. Programming changes were recommended. The clinician was notified. The patient did not experience any adverse effect as a result of this occurrence.